Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis, therefore, a full investigation was unable to be performed and a root cause of the complaint cannot be determined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for any further complaints.

Event description:
It was reported by the user that they "tried to insert the dilator and the sheath from the insertion site, but they got stuck and didn't advance further. Therefore, the device was removed and replaced by new ones." The second device was used successfully. There were no reported patient death, injury or complications. Medical / surgical intervention was not initiated.

Manufacturer narrative:
(B)(4)

Event description:
It was reported by the user that they "tried to insert the dilator and the sheath from the insertion site, but they got stuck and didn't advance further. Therefore, the device was removed and replaced by new ones." The second device was used successfully. There were no reported patient death, injury or complications. Medical / surgical intervention was not initiated.